Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance which had gone up since (B)(6) 2022. No intervention was performed, and the lead will continue to be monitored. The patient was in stable condition.